Event description:
The customer reported that the interconnect cable was damaged and when the cable was moved the generator displayed 'x-ray disabled'. There is no report of death or serious injury associated with the complaint. This error will prevent the system from performing fluoroscopy.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.